Manufacturer narrative:
This device remains implanted and in service. As no further information concerning this report is expected our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that during a device upgrade procedure, there was loss of capture on the right ventricular lead. The physician believed it could be due to a micro-dislodgement. X-ray confirmed no displacement. The physician reprogrammed the device. Technical service (t/s) consultant advised to monitor patient closely over the home monitoring system. T/s also advised to perform some additional testing in the next office visit. This lead remains implanted and in service. No adverse patient effects were reported. At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated.